Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that while in its box, the pulse generator exhibited inappropriate measured data. The device was not implanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.